Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient had complaint of dissatisfaction with distance vision due to capsular tightening after lens implantation in the right eye. The lens was explanted and exchanged for another lens of different model. Patient's prognosis is excellent.

Manufacturer narrative:
The lens was not returned to b+l for evaluation. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined. According to the physician ''capsule tightening postop'' was the likely cause of the event.